Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was exposed to fluid damage. The customer stated she showered while wearing the insulin pump, and it made a beeping noise and shut down. The customer's blood glucose levels are unknown. The product is not being returned. Nothing further was reported.